Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), manufactured date: 2022-12-09. H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that throughout the case, the monitor has lost calibration 3-4 times and user followed the steps of checking the ele ctrodes as well as powering down the monitor at the head of bed. It does recalibrate and work but then after about 30 minutes will loose calibration again. Confirmed that the nim is plugged into the wall rather than a boom source as well as being away from the bovie machine. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), ubd: , UDI#: (B)(4), manufactured date: 2022-12-09. H6: codes applicable are fdm b17, fdr c20, fdc d16, additional codes img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.